Event description:
It was reported that froze on wire occurred. The target lesion was located in the coronary artery. A 4.0mmx40mmx135cm sterling was used for dilation. Prior to the procedure, an attempt to insert the balloon catheter into the patient was unsuccessful and the balloon and guidewire became stuck together, resulting in both being withdrawn simultaneously. This same issue occurred with a second balloon catheter. The procedure was ultimately completed successfully using another device of the same type. There was no patient complication as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the sterling device was returned for analysis. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. No damage was observed during either visual or microscopic inspection. Device-to-device interaction was assessed by loading the device over a test guidewire and tracking it along the wire. Product analysis was unable to confirm the reported difficulty in advancement or that the device froze on the wire.

Event description:
It was reported that froze on wire occurred. The target lesion was located in the coronary artery. A 4.0mmx40mmx135cm sterling was used for dilation. Prior to the procedure, an attempt to insert the balloon catheter into the patient was unsuccessful and the balloon and guidewire became stuck together, resulting in both being withdrawn simultaneously. This same issue occurred with a second balloon catheter. The procedure was ultimately completed successfully using another device of the same type. There was no patient complication as a result of this event.